Event description:
It was reported that, during a navio-assisted tka surgery, it was found that the tip of the navio bone pin 4.0mm x 127mm was chipped. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Section: h3, h6: the navio bone pin 4.0mm x 127mm, part number 01008, l/n tu59051-01 used for treatment was returned for evaluation. The exterior condition shows no wear. The reported problem was not confirmed. A relationship between the reported event and the device could not be established. The reported problem was not visually confirmed. There was no wear on the device. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.